Event description:
Additional information was received from the patient. It was reported that the patient followed up with their doctor to resolve the therapy issue. The patient reported that the issue had been "somewhat" resolved. The patient provided the contact information for their new healthcare provider. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they had their ins scheduled to be replaced on (B)(6) 2018. No further complications were reported or anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for headache. It was reported that for the past of couple of months since 2016 the patient had not noticed the therapy turn on like it used to. The patient thought their implantable neurostimulator (ins) battery was ready to deplete. The patient did not currently have a health care professional (hcp); hcp listings were provided. The patient had lost their programmer in a flood. The patient was redirected to obtain a new programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.